Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently experienced a blood glucose level of 50 mg/dl which was treated with food. Customer stated that the low blood glucose level occurred due to her basal rates being set too high. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.